Manufacturer narrative:
The events were reported through a retrospective clinical trial. The events are considered serious and possibly related to therasphere administration and possibly to patient pre-existing condition btg medical assessment: moderate ascites that has needed paracentesis and diuretic prescription, in a patient that has received a infusion of therasphere in the left liver. Ascites may be the consequence of worsening of the patient pre-existing condition (cirrhosis) and also possibly related to the therasphere treatment. The event is expected, severe (required hospitalization, paracentesis). Ascites is an anticipated adverse event as per the IFU/risk management documentation. No device malfunction was reported and no corrective and preventive action (CAPA) plan has been identified. The lot number associated with the therasphere administration was not reported, therefore no investigation could be performed. If additional information becomes available, a follow up report will be submitted. No other information is available that could confirm/deny the alleged event. . At this time this report is considered final.

Event description:
Auto notification was received from datatrak on 16-may-2019. Subject (B)(6) is a (B)(6) male patient. Diagnosed with hcc (B)(6) 2014 seg 3 tumor. At baseline cp score a5, normal hb, wbc and platelet count. Selective administration of 0.45gbq of therasphere (B)(6) 2014. Medical history: history of liver cirrhosis due to alcohol abuse, and likely dysmetabolic syndrome cad, diabetes, hypertension, smoker, liver fibrosis. Relevant testing: on (B)(6) 2014 first fo, liver function test within the normal limits and no ascites. On (B)(6) 2015 MRI mild/moderate ascites noted in edc (visit 4 follow up); image report indicates small amount of upper abdominal ascites, while albumin slightly decrease from 37g/dl to 32 g/dl. On (B)(6) 2015 MRI trace ascites noted in edc (visit 5). On (B)(6) 2015 MRI trace ascites noted in edc (visit 6). On (B)(6) 2015 the patient was admitted to hospital for worsening ascites and dyspnea with exertion. Had a paracentesis removed 600ml and was started on low dose aldactone 50mg daily. Discharged one week later. Event did not resolve prior to patient meeting end of study criteria (lost to follow up after (B)(6) 2015, no additional records available in the patient record). Limited records due to patient being treated at outside facility. Site has attributed this event as possibly related to device. The events were not reported to btg by the investigator in 2015